Event description:
While doctor was removing wound drain, drain broke leaving a piece of drain tubing in the wound site. A second surgery was needed to remove the piece of tubing. The broken piece of tubing was recovered.